Manufacturer narrative:
Additional product has been returned and investigated, reader ((B)(6)). Visual inspection performed on the returned reader and no issues were observed. The returned reader was used to scan a known good sensor and no scan timeout or error messages were observed. No malfunction or product deficiency was identified. If the sensor is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
A "scan timeout" message was reported with the freestyle libre sensor and customer was unable to obtain results. Customer experienced "high sugar levels" and had contact with an hcp, who diagnosed the customer with hyperglycemia and administered insulin as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan timeout" message was reported with the freestyle libre sensor and customer was unable to obtain results. Customer experienced "high sugar levels" and had contact with an hcp, who diagnosed the customer with hyperglycemia and administered insulin as treatment. There was no report of death or permanent injury associated with this event.